Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that during a drawdown of colon procedure (rectosigmoidectomy and reanastomosis), according to the surgeon's report who is a used user of the product, the procedure occurred normally but the device presented dehiscence in the staples line. It required a re-intervention. The patient had to return to the operating room for correction. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any malformed staples noted in the primary procedure: accordingly the surgeon´s report, there was malformation in the staple line, some staples were opened; when did the dehiscence occur: in the post-surgery, about 4 days after; who fired the device and what is his/her experience: surgeon has experience using the device, but he was assisted by auxiliaries and residents; did the surgeon wait 15 seconds and then retighten prior to firing: yes; did the surgeon receive audible & tactile feedback when firing the device: yes; does the surgeon routinely check the washer and donuts to confirm a complete transection: yes, he confirm it routinely; what was done during the re-intervention of the dehiscence: re-suture.